Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the sensor was giving readings about 30 to 50 points off from customer's blood glucose, causing the customer's insulin pump to threshold suspend, despite not having low blood glucose. The phone call was missed, and an attempt was made to call the customer's parent back. A voicemail was left with a request for customer's parent to call back.